Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The device did not work properly during the procedure and did not staple. The surgical time and hospital stay were prolonged due the problem. It was then necessary to perform a manual suture.